Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a bad diabetic episode where the customer ran their car off the road. It was determined that the customer's blood glucose level was 27mg/dl. It was reported that the customer did not have time to speak with the helpline.